Event description:
It was reported that while in use on a patient this 980 ventilator stopped cycling. The patient was removed from the ventilator and placed on an alternate ventilator with no injury. Review of the ventilator logs showed that the ventilator experienced a loss of ventilation to the patient at the time of the event.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d9 was updated due to the device evaluation. Section h6 evaluation codes updated was updated due to the device evaluation. Method code (annex b) - remove b17 and add b01 result code (annex c) - remove c20 and add c13 conclusion code (annex d) - removd d15 and add d02 component code (annex g) - remove g07003 and add g02005 h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this pb980 ventilator stopped cycling. Review of the ventilator logs showed that the ventilator experienced a loss of ventilation. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found the diagnostic codes in memory indicating the unit experienced loss of ventilation. Based on the logs, sp replaced the direct current (dc-dc) converter printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the event was isolated in the field to a potential fault in dc-dc converter pcba. The event is included in trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.